Event description:
As blood was being drawn by a phlebotomist in the emergency department using a 21 gauge needle and vacutainer, there was a leak in the needle sheath causing blood to drip on the tops of the tubes. No blood leaked to the outside.